Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17615138) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removing the balloon of its original packaging without difficulty and the device is purged and aspirated, during the test of correct inflation a loss of contrast material is observed (puncture), the defect was during the test of correct operation of the device prior to its use inside the patient. There was no reported patient injury. Due to this failure, it was necessary to perform a valvuloplasty with another balloon and later implantation of non-cordis valve. A post-dilatation was needed with a balloon of 25 x 40 mm, leaving finally a residual gradient of less than 3 mmhg with mild aortic valve insufficiency gl. Patient discharged from hospital 10 days later. Initially, this was a case of percutaneous aortic valve (tavi) self-expanding core valve. The procedure was performed under general cardiovascular anesthesia, guided by trans esophageal echo and with left femoral surgical vascular access. The first step proceed was the placement of transient pacemaker for right jugular access. Then, an aortic valvuloplasty with a non-22 balloon was decided based on a minimum diameter of the ring by a 22.7mm CT scan. The device was stored and handled in accordance with the instructions for use (IFU). There was no reported difficulty to remove the product from the packaging. There was no difficulty removing the stylet or any of the sterile packaging components. The damaged noted was the loss of contrast material when purging (pinched) the device. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU) and loss of contrast material when purging (pinched) was noted during the device was prepped. There was no unusual force used at any time during removal of the device. The device was not clinically use as it was unable to place due to failure.

Manufacturer narrative:
As reported, after removing the 22x40mm 110cm 7f maxi ld percutaneous transluminal angioplasty (pta) catheter of its original packaging without difficulty and the device is purged and aspirated. During the test of correct inflation, a loss of contrast material is observed (puncture), the defect was during the test of correct operation of the device prior to its use inside the patient. Due to this failure, it was necessary to perform a valvuloplasty with another balloon and later implantation of a competitor¿s valve. There was no reported patient injury. Initially, this was a case of percutaneous transcatheter aortic valve implantation (tavi) self-expanding core valve. The procedure was performed under general cardiovascular anesthesia, guided by trans-esophageal echo and with left femoral surgical vascular access. The first step was to proceed was the placement of transient pacemaker for right jugular access. Then, an aortic valvuloplasty with a non-22 balloon was decided based on a minimum diameter of the ring by a 22.7mm CT scan. The maxi ld device was stored and handled in accordance with the instructions for use (IFU). There was no reported difficulty to remove the product from the packaging. There was no difficulty removing the stylet or any of the sterile packaging components. The damaged noted was the loss of contrast material when purging (pinched) the device. There were no anomalies noted when the device was taken out of the package. The device was prepped following the instructions for use (IFU) and loss of contrast material when purging (pinched) was noted during the device was prepped. There was no unusual force used at any time during removal of the device. The device was not clinically use as it was unable to place due to failure. A post-dilatation was needed with a balloon of 25 x 40 mm, leaving finally a residual gradient of less than 3 mmhg with mild aortic valve insufficiency gl. Patient discharged from hospital 10 days later. One non-sterile maxi ld pta f7 110 22x4 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears like it had been previously inflated. The unit was inspected under vision system and at naked eye, no anomalies were observed on the unit. The leakage test results were reviewed, and they were found accepted. A leak test was performed. Water was applied to the catheter and the balloon was successfully inflated/deflated. However, a leakage was observed at the middle section of the balloon. No other anomalies were found. Microscopic (sem) analysis was performed on the balloon and results showed that the balloon leakage was caused by a rupture on the balloon¿s surface. The external surface of balloon presented evidence of scratched marks near to the balloon rupture and it is very likely that the same factors that caused the scratched marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the received balloon. The internal surface of the balloon did not present any evidence of damages or defects. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17615138 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system leakage - during prep¿ was confirmed through analysis of the returned device. However, the exact cause of the leakage could not be conclusively determined. Based on the limited information available for review, procedural/handling factors during prep may have contributed to the reported leakage prior to patient use as evidenced by the scratch marks noted at the rupture site during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Fill a 20-cc or larger syringe with equal volumes of contrast medium and normal saline. Note: use a 50-cc or larger syringe for the 22-25-mm diameter balloon. Attach the syringe to the balloon lumen marked ¿balloon¿. Pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Caution: inflation at a high rate may damage the balloon. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Repeat steps 4 and 5 to remove air from the balloon and catheter. Deflate the balloon. Looking proximal to distal, manually refold the deflated balloon clockwise around the catheter. Without twisting, slide the forming tube back over the balloon to ensure minimum profile.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.